Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10atm within 5 seconds. The device was removed using usual method without issue and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.